Manufacturer narrative:
(B)(4).

Event description:
Procedure: colon resection. According to the reporter: dr (B)(6) performed the above procedure and did not have any complications until 5 days postop. Patient had a leak. Dr (B)(6) took the patient back into operating room and noted poor staple formation close to where two staple lines intersected. She believes it was a gia8038l staple line although it could have been a ta6035s. She believes the patient did not have a leak sooner because she over-sewed the staple lines in the original case (her usual technique). The resident (dr (B)(6)) took a picture of the poor staple line and sent it to the rep although the picture never arrived in his inbox. Dr (B)(6) believes this to be a staple failure. Current patient status: being monitored but doing fine did the difficulty result in unintended colostomy, formal laparotomy, re-operation etc.: yes (explain-be specific): surgeon attempted to redo the anastomosis with the same product. Apparently she was not satisfied with this redo anastomosis and cut it out completely and hand-sewed the final anastomosis. There was unanticipated tissue loss, no irreversible tissue damage, no extension of incision, surgical time was delayed by more than 30 minutes, nothing fell into the patients cavity. No reinforcement material used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received: according to reporter, the patient was diagnosed with colon cancer. A colectomy was performed for the purpose of removing the tumor. The patient stayed in the hospital for five nights. Approximately 2 days later the patient retuned to the hospital with a fever of 103 degrees and radiating pain stretching from the left abdomen to left shoulder. A CT scan was performed that revealed and anastomotic leak. A second surgery performed to cut out, close, and redo the anastomosis, as well as create a diverting ileostomy, both for the purposes of resolving the failed first surgery. After the second surgery the patient developed and infection and the incision that could not be closed for four months. Two months later the patient started chemotherapy. The patient underwent chemotherapy for six months, then a reversal of ileostomy. The patient lost significant weight, was physically debilitated. Approximately 2 years 4 months after the initial surgery, the patient died from metastatic colon cancer. There are no allegations that the device contributed to patient death.